Manufacturer narrative:
This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal surgery on (B)(6) 2019, an unknown screw was unable to be removed from being locked (cold weld) into an unknown antegra alif plate. Originally, the patient was implanted on (B)(6) 2019. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description and added concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Updated event description: it was reported that during hardware removal surgery on (B)(6) 2019, one (1) titanium (ti) cancellous locking screw 32mm and one (1) titanium (ti) cancellous locking screw 28mm were unable to be removed due to they being locked (cold welded) into the ti antegra alif plate. Originally, the patient had hip surgery on (B)(6) 2019 and was implanted with one plate and four screws. On an unknown date after the initial surgery, it was found out that two screws were a little too long and the surgeon wanted to shorten the screws. The surgeon cannot remove the screw that was cold-welded to the plate despite numerous efforts. However, only one screw was removed and the other one stayed in place. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Copy of the maude report is attached with this report. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# 2). This report is for one (1) 6.0mm ti cancellous locking screw w/stardrive recess 32mm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier ¿ (B)(6), inspected, packaged and released by: monument release to warehouse date: jul 27, 2019. Part number: 04.201.032, 6.0mm ti cancellous locking screw w/stardrive recess 32mm lot number: 3l44699 (non-sterile) , lot quantity: 116. One piece was scrapped in cell at op #20, inspect dimensional, after being dropped. One piece was scrapped in cell at op #60, final inspection, for an unacceptable surface finish. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, inspect dimensional / final inspection 04if201020 rev k met all inspection acceptance criteria. Certificate supplied by bel-pro products dated jul 16, 2019 was reviewed and determined to be conforming. Packaging label log (pll) lppf rev b, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: bt25t6.5l044w, blank 6.5mm ti w/t25, lot number: h772237, lot quantity: 500. Work order traveler met all inspection acceptance criteria. Device history review on (B)(6) 2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.